Event description:
The customer called to report high bgs. Troubleshooting was performed. The programming and bolus history were accurate in addition, a lead screw test was completed and passed. During the call the customer stated that they do not feel well and they might faint. Contacted paramedics and customer was taken to the hospital to be treated. It was mentioned that the customer did not bolus for breakfast and bgs were high. A follow up call indicated that the customer was released immediately from hospital and they were informed to stay with their manual injections until they receives the replacement pump.